Manufacturer narrative:
Updated sections - h6, h10. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure the lead dislodged twice. The physician elected to remove the lead and continue with a different lead during the same procedure. The patient was in stable condition.